Event description:
Rptr is a double amputee and uses the referenced scooter/cart. He feels that there is a potentially serious defect in his device in that the support arm on the top of the scooter used to transfer from the bed or wheelchair to his scooter broke off under his weight during normal use. He was lucky enough to catch himself and not take a hard fall but he feels a very serious accident/injury could occur. He said it broke at the weld. He has had the device for 3 years. He also has had two less serious defects a couple of years ago that co had to repair. The bearing race for the steering handle became too loose and the device could not be steered. Also one time the seat could not be locked and it would move unexpectedly from side to side. He is having the dealer repair the latest defect. He says he is average weight.